Event description:
It was reported pain at implant site when it was restored. Tooth 4.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient age and date of birth: unknown / not provided. Patient weight: unknown / not provided. Date of event: unknown / not provided. PMA/510k: k101880.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) imp,tsv,4.7,13,mtx,mg (tsvtwb13) was returned for investigation. Visual evaluation of the as returned product identified signs of use. Device was measured and matched print specifications. No malfunctions detected that could lead to reported event. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 4 (universal) and was used for approximately 6 months, 21 days. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1237069). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#150) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (1237069) for similar events and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (pain) or product (tsvtwb13). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did not occur, and the reported event was non-verifiable with the information provided. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.